Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored a ventricular event containing oversensed noise that was initially thought to be attributed to electromagnetic interference (emi). A few days later, there were two additional non-sustained ventricular tachycardia (nsvt) episodes and the patient was sent to the hospital for evaluation. It was noted that the patient was not pacer dependent, and lead measurements were within range. Technical services (ts) discussed troubleshooting options, such as lead testing with isometrics. The reported noise was not reproducible in clinic. Additional information received reported that this rv lead was surgically abandoned and replaced, and the implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd) at the same procedure. No additional adverse patient effects were reported. Additional information received reported that there was no fluoroscopic or x-ray evidence of what caused the observed oversensing. No additional adverse patient effects were reported. It was noted that the ICD was discarded after explant.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored a ventricular event containing oversensed noise that was initially thought to be attributed to electromagnetic interference (emi). A few days later, there were two additional non-sustained ventricular tachycardia (nsvt) episodes and the patient was sent to the hospital for evaluation. It was noted that the patient was not pacer dependent, and lead measurements were within range. Technical services (ts) discussed troubleshooting options, such as lead testing with isometrics. The reported noise was not reproducible in clinic. Additional information received reported that this rv lead was surgically abandoned and replaced, and the implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd) at the same procedure. No additional adverse patient effects were reported.